Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device had unloading problem and the jaws of the device was locked on tissue. The liver was so soft that it was disbanded. There was no patient outcome.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Reload was fully fired. The reload was returned with the jaws clamped and the sledge partially advanced. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The jaws of the reload were manually opened. The interlock was overridden and the reload was cycled without hesitation or binding. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.